Event description:
It was reported that a malfunction alarm occurred without any notable events prior to the malfunction. There was no reported impact to the customer¿s blood glucose level as the response regarding levels exceeding 500 mg/dl was unknown. The customer switched to multiple daily injections for backup insulin delivery while tandem technical support arranged for a replacement pump to be shipped, instructed the customer on placing the malfunctioning pump in storage mode, and required the return of the defective pump within 10 days using a prepaid label.